Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, loss of consciousness and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone15.5 cgm sensor type: g6 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient lost consciousness after experiencing a drop in blood glucose levels to 44 mg/dl. An ambulance was called, and paramedics removed the patient's pod and treated the patient with intravenous dextrose. The patient reported self-treating earlier with a piece of white bread, two cookies, and grape soda. They confirmed that there was no insulin on board (iob) and that all insulin delivery had been suspended at the time. The patient also disclosed a history of fluctuating blood glucose levels, including a recent high of 380 mg/dl. The pod was worn on the abdomen. Three due diligence attempts with no new information were made. If new information becomes available, we will supplement the report.